Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist, in coordination with the field service engineer (fse), confirmed that the issue was resolved without any repairs. The fse verified the station using the hardware test application (hta) and the bio ID was working. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identifier was not working during login. The issue required reinstalling the driver, and the system registered a spoofed fingerprint. However, there were no delays or adverse events or injuries reported based on this event.